Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During lens insertion, the capsule tore. Intervention was performed in order to enlarge the incision, and remove and replace the lens.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.